Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was in acquisition startup loop. During troubleshooting, the rse found that the reinstallation is required since the system did not start up properly. The rse guided customer to reinstall the system. After reinstallation, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system had start up issues. No harm has been reported to philips. Philips has started an investigation of this complaint.